Event description:
In 2003, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The diameter of the patient's aneurysmal sac increased from 62 mm to 68 mm without any indication of an endoleak. A plan for repair has not yet been made.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Endotention. Please note: attached list of additional devices implanted and involved in this event: pcc141400/lot#022270402, pcl161407/lot#030631207. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source for endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.